Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The rubber ring on the plunger in a 50 ml syringe loosen when it was pulled up. Short description - the rubber ring comes loose inside the syringe. When did the incident occur? During use no patient harm

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, the stopper is observed to be incorrectly assembled onto the plunger rod. There was no damage or defect observed within the samples that could have contributed to the reported incident. A device history review was performed for reported lot 2312024 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Retained samples of the reported lots were used for additional evaluation. All products were inspected, verifying that all stoppers were properly assembled onto the plunger rod. A camera system is used in the assembly machine to detect missing or improperly assembled stoppers. No incidents were found with the detection system during the manufacturing of this lot. While we could not identify a direct issue, it was determined this incident occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.